Manufacturer narrative:
Procode: krd/hcg. Conclusion: the device was not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil protrusion form the aneurysm and kicking the microcatheter could not be confirmed without product return for analysis. The root cause of the event could not be determined; however, the concomitant non-codman microcatheter may have contributed to the event. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective action will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, a micrusframe (mfr180933/ c41983) protruded from the aneurysm and kicked the stryker sl-10 straight microcatheter from the aneurysm. The device was used to frame a 9mm middle cerebral artery aneurysm. The coil was positioned into the aneurysm as the first framing coil. The coil was deployed as it should, creating a nice frame, but the last 1-2cm would not stay in the aneurysm. The physician attempted six to eight times to pull back the coil into the microcatheter to re-position the microcatheter tip and then continued to deploy the coil however, after these many attempts, the last 1 -2cm of the coil would not stay positioned in the aneurysm, thus kicking the microcatheter out of the aneurysm each time. The coil protrusion did not restrict cerebral blood flow or result in patient injury. The coil was then pulled out of the aneurysm, and was not used. A continuous flush had been maintained through the microcatheter and there had been no resistance while advancing the coil through the microcatheter. The procedure was completed by coiling the aneurysm with coils until desired packing density. The event did not result in a procedure delay. The device was discarded by the customer.